Manufacturer narrative:
H11: initially it was reported: "the issue was confirmed with the customer facility's biomedical engineer"; however, it was actually confirmed with the customer facility.

Event description:
It was reported the swivel mechanism of the epiq 7 ultrasound system¿s control panel did not lock properly while transporting the system within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The issue was confirmed with the customer facility¿s biomedical engineer and the customer resolved the issue without service from philips. The system has returned to service with no similar issues reported. No further information is available.

Event description:
It was reported the swivel mechanism of the epiq 7 ultrasound system¿s control panel did not lock properly while transporting the system within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The issue was confirmed with the customer facility¿s biomedical engineer and the customer resolved the issue without service from philips. The system has returned to service with no similar issues reported. No further information is available.